Event description:
It was reported to boston scientific that a sensation medium stiff standard oval snare was used during a polypectomy procedure. According to the complainant, the snare was unable to properly cut the polyp, resulting in some bleeding. It is unknown as to how the bleeding was stopped, but it was noted that it was not severe. The complainant added that the cautery function of the snare appeared to function properly, and that the polyp was rather large. The procedure was completed with this device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant is situated in (B)(6). (B)(4) (bleeding without complications). (B)(4) (difficulty cutting). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.